Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right ventricular (rv) lead revealed lead dislodgement, along with failure to capture and over-sensing. During the surgical revision procedure, a stylet was unable to be advanced down the lead, with allegation of malfunction on the rv lead. The rv lead was removed and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, oversensing and failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. Stylet insertion test found obstruction/restriction at the distal portion of the lead and destructive analysis of the lead to examine the condition of the inner coil found the inner coil was clogged with blood. The cause of the reported event of failure to advance stylet was due to blood clogged in the inner coil. The reported events of failure to capture and oversensing were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within specification as received.